Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of disconnection was confirmed. In addition, a connector electrical contact corrosion, e311 error and connector crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a disconnection error occurred with the hd camera head. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that there was no image due to a break in the cable. It is therefore possible that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to a break in the cable. Olympus will continue to monitor field performance for this device.